Event description:
Customer's mother reported a low blood glucose event. Customer had checked his blood glucose level; the reading was 105. Customer had a seizure three minutes later. Caller stated that customer was treated with glucagon. The paramedics treated with sugar gel, checked his blood glucose, blood pressure and vitals. Customer was not taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.